Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The procedure was for an abdominal aortic dissection with iliac artery aneurysm. A 10mm x 40cm interlock-35 embolic was selected for use. During the procedure, the first coil deployed normally. However, the second coil detached in the catheter upon advancing. The coil was removed with the catheter. The procedure was cancelled. No complications were reported. The patient was stable post procedure.

Event description:
It was reported that the procedure was cancelled. The procedure was for an abdominal aortic dissection with iliac artery aneurysm. A 10mm x 40cm interlock-35 embolic was selected for use. During the procedure, the first coil deployed normally. However, the second coil detached in the catheter upon advancing. The coil was removed with the catheter. The procedure was cancelled. No complications were reported. The patient was stable post procedure. It was further reported that the scheduled procedure was completed. The first coil that deployed has cured the patient, the second deployment was for the prevention.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint. The main coil was inspected and was found kinked and stretched. No more damages were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the main coil that could be measured were performed and were within specifications.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that the procedure was cancelled. The procedure was for an abdominal aortic dissection with iliac artery aneurysm. A 10mm x 40cm interlock-35 embolic was selected for use. During the procedure, the first coil deployed normally. However, the second coil detached in the catheter upon advancing. The coil was removed with the catheter. The procedure was cancelled. No complications were reported. The patient was stable post procedure. It was further reported that the scheduled procedure was completed. The first coil that deployed has cured the patient, the second deployment was for the prevention.